Manufacturer narrative:
The investigation into this event is ongoing, including communication with the hospital to determine if a sample is available for return and device evaluation. Upon completion of the investigation, a supplemental medwatch will be submitted. ((B)(4)).

Event description:
As reported, the hub of an indwelling PICC cracked causing leakage of the fluids being infused. The PICC was removed and replaced. There was no report of patient injury. It has not been determined if the used device will be returned for evaluation.